Manufacturer narrative:
Device received with blank display, problem isolated to electrical boards. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify pump error 43 due to the blank display. Motor was tested outside the unit, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was unknown at the time of incident. The customer was not able to complete the insulin pump rewind. The insulin pump will not be returned for analysis.